Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient underwent implantation of a light adjustable lens (lal) in the capsular bag on (B)(6) 2025. During a follow-up examination on (B)(6) 2025, the lens was observed to be decentered with the inferior haptic in the sulcus. On (B)(6) 2025, a secondary procedure was performed to reposition the lens into the sulcus. During the procedure, the surgeon noted that the inferior anterior capsule and posterior capsule were fibrosed together and also observed a posterior capsule tear. Postoperatively, on (B)(6) 2025, the lal was again observed to be decentered in the sulcus, and increased intraocular pressure (iop) was documented. The surgeon performed a paracentesis and removed retained viscoelastic. Following the paracentesis, the lal was reported to be well-centered and the iop was stabilized.